Manufacturer narrative:
Philips has investigated this complaint. Per the information collected, the wi-fi indicator on the footswitch was red whilst the battery indicator was green, which indicates that there was an error in the wireless connection. The wireless connection with the base station was re-established after restarting of azurion system as well as the wireless foot switch. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (z-0476-2022). The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the wireless foot switch did not work. Battery led: green lamp was on, wifi led was illuminated red. The system was in clinical use. No harm has been reported to philips. A philips service engineer inspected the system on site and identified a wireless footswitch issue. The equipment and the wireless foot switch power was switched off/on which improved the situation and the system was returned to use in good working order. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.